Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the pouch of a fluid transfer tube set. The particulate matter was described as ¿black fluff.¿ this was noted after the pouch had been opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation completely opened along the top seal. Visual inspection revealed loose particulate matter in the pouch. Using microscopic examination, the particulate matter appeared to be black plastic film particulate. Review of the tube set manufacturing process found no source of this material. The reported condition was verified. The cause of the condition could not be determined as the device was not received in its original packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.